Event description:
The customer observed falsely elevated architect ca 19-9xr results for one patient who has been diagnosed with pancreatic cancer. The following data was provided: on (B)(6) 2023, sid (B)(6), initial result was >1200.00 u/ml, repeat with automatic dilution = 385.92 u/ml, repeat with no dilution was >1200.00 u/ml, repeat with automatic dilution = 406.14 u/ml, repeat with 1:2 manual dilution = 1216.10 u/ml, repeat with a different tube drawn at the same time was >1200.00 u/ml, repeat with automatic dilution = 421.98 u/ml, repeat with 1:2 manual dilution = 1423.26 u/ml patient is on the medication nivulomab and has a history of results >1200.00 u/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2k91-32 has a similar product distributed in the us, list number 2k91-33.

Event description:
The customer observed falsely elevated architect ca 19-9xr results for one patient who has been diagnosed with pancreatic cancer. The following data was provided: (B)(6)2023 sid (B)(6)initial result was >1200.00 u/ml, repeat with automatic dilution = 385.92 u/ml, repeat with no dilution was >1200.00 u/ml, repeat with automatic dilution = 406.14 u/ml, repeat with 1:2 manual dilution = 1216.10 u/ml, repeat with a different tube drawn at the same time was >1200.00 u/ml, repeat with automatic dilution = 421.98 u/ml, repeat with 1:2 manual dilution = 1423.26 u/ml patient is on the medication nivulomab and has a history of results >1200.00 u/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect ca 19-9xr results included a review of the complaint text, a search for similar complaints, trending data review, labeling review, and device history records review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity. Trending review did not identify any trends for the issue for the product. Device history record review on lot 52554fp00 did not show any non-conformances, potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The historical performance of reagent lot 52554fp00 was evaluated using worldwide data. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 52554fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 52554fp00. Based on the investigation no systemic issue or deficiency of the architect ca19-9xr for lot number 52554fp00 was identified.